Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable defibrillation lead, (B)(6) 2013; 4076 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular lead was pulled back and dislodged from the target vein. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.